Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter. Mid case, there appeared to be a clot forming. The device evaluation details. The varipulse device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 20-jan-2026. Following j&j medtech procedures, a visual inspection and pulsed field ablation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly. No irrigation issues were observed. The device was connected to the carto 3 system and it was recognized correctly; however, the sixth electrode was displayed black and during the pulse field ablation (pfa) test impedance too high was displayed for the same electrode. The handle was dissected, and no anomalies were observed on the wires; readings within specifications were observed from the wires proximal end to the electrode. The electrode was removed, and it was observed an improper tinned on the copper foil causing an open circuit. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the open circuit was caused by the manufacturing process, specifically at the workstation where the machine is conducting the crimping and tinning/welding process. The impedance and visualization issues are unrelated to the reported event. The trupulse generator instructions for use (IFU) contain the following information: check that the catheter is connected properly and is introduced into the patient's body. Check that the catheter is not in the introducer sheath. Replace the sterile cable. Replace the catheter. If the problem persists, contact customer support. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿clot¿ issue. -investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03)/ component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿improper tinned on the copper foil¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and a varipulse¿ bi-directional catheter. Mid case, there appeared to be a clot forming on the tip of the vizigo sheath or on the varipulse¿ bi-directional catheter. The varipulse¿ bi-directional catheter was removed- no clot seen. The vizigo sheath was aspirated, and there was no clot retrieved. The varipulse¿ bi-directional catheter was reinserted and the clot was seen again on intracardiac echocardiography (ice) imaging. At this point, the physician aborted the procedure. The catheter and sheath were removed. It was then noted that there was a wire that had become "loose" and was poking through the tip of the sheath. The wire was broken off during inspection of the sheath after removal. There was no patient consequence reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The clot was assessed as MDR reportable under both the varipulse¿ bi-directional catheter and the vizigo sheath. The wire that had become "loose" and was poking through the tip of the sheath was assessed as MDR reportable under the vizigo sheath.